Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2993 removed.

Manufacturer narrative:
Estimated date. The other device and the other adverse events referenced in the article are submitted under separate medwatch numbers. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying prostar xl 10f and 6f proglide devices that were related to the following outcome: death. Specific patient information is documented as unknown. Details are listed in the article, titled "vascular access site complications after percutaneous transfemoral aortic valve implantation".